Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an incorrect left pressure alarm, the driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an incorrect left pressure alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver without any adverse patient impact.

Manufacturer narrative:
The customer-reported issue of a left pressure-related alarm was confirmed via review of the driver's alarm history, which revealed multiple "left pressure incorrect" alarms. During the recording of these alarms, the left pressure was consistently lower than the set point, which triggered the alarm when out of tolerance. Investigational testing determined that the root cause of the customer-reported alarm was a malfunction of the left electronic pressure regulator. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.